Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio2 meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The reporter claimed that the patient had experienced the power issue with the meter since he first obtained it. The reporter also claimed that the meter had ¿never worked properly¿ and, as a result, the patient had been unable to test his blood sugar levels. The patient manages his diabetes with a combination of unspecified medications. The reporter denied that the patient had made any changes to his usual diabetes management routine following the start of the alleged issue. The reporter alleged that on (B)(6) 2016, the patient developed symptoms of ¿sweating, feeling hot [and] weak¿ which he associated with hypoglycemia. The reporter indicated that the patient had been admitted to hospital on (B)(6) 2016, and had been discharged two days later. The reporter also indicated that the patient had received a glucagon injection from a healthcare professional (hcp), but he was unable to say if this was administered prior to, or during, hospitalization. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and based on the information provided, there had been no trauma or misuse of the meter. The reporter was unable to say what type of batteries (lithium or alkaline) had been used in the meter. Based on the information provided, the batteries did not need to be replaced. The csr educated the reporter on the meter¿s behavior and auto-shutoff, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia which required hcp intervention, after the alleged power issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.